Event description:
Shortly after my tubal ligation, I began having severe bleeding during my menstrual cycles. My period started becoming very irregular and extremely painful. I started having breast tenderness a week before my period would start. My cycle would come every 2 weeks and then not at all for 6-8 weeks. It remained like this for years. Now I am experiencing spotting a week before my period should start for 2 days then nothing. And then a regular cycle lasting 4-9 days; sometimes longer. I am extremely nauseous during my cycle and nothing helps the pain. I've never dealt with these issues before my tubal. FDA safety report ID# (B)(4).